Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the charger for an ilet device would not charge overnight, and the user observed exposed wires protruding from the charger; the device battery was at 75 percent and replacement charging supplies were dispatched. Symptoms included no changes in blood glucose and no reported adverse effects. Outcomes included no alerts or alarms and no medical intervention or hospitalization. Investigation included a review of the reported charging malfunction and arrangement for replacement supplies. Investigation of this case revealed a charger hardware failure consistent with damaged or frayed cabling leading to charging dysfunction, with no impact to therapy delivery. It was concluded, based on previously established findings for similar reports, that the cause was component failure of the charger due to physical damage.